Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had authorization from their insurance company to replace the implantable neurostimulator (ins), but there were four codes ¿63650¿ and they wanted to know if those codes meant to replace the ins and lead/wires because they believed their lead should be replaced too. However, the healthcare provider¿s office was trying to talk them out of getting the leads replaced. According to the consumer they checked two codes on the manufacturer¿s site and they came up, but they needed to know about the other two codes. The consumer further reported part of their lead was ¿defective/not functioning¿ within the last two years, and a manufacturer¿s representative (rep) checked the device a year and a half ago and told them electrodes 1-7 weren¿t working and the program around it to provide therapy. On (B)(6) 2017 the consumer saw the healthcare provider (hcp) who told them they were getting adequate stimulation and the lead didn¿t need to be replaced. The consumer then stated they was true, but they believed the lead should be replaced because they programmed around it to work and in the future they may need more stimulation and it would make sense to replace it now. It was noted the consumer lover their devices and wasn¿t complaining.

Event description:
Additional information received from the consumer indicated that the patient was told by a manufacturer representative (rep) that there might be water in the lead. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported that an "out of regulation" (oor) error was seen on the patient programmer on and off for the past ten days to a month. The oor was seen when the programmer was first turned on. The patient was able to turn stimulation on and was receiving therapy. It was noted that the patient had fallen several times over the past six months; sometimes falling on the side of the implantable neurostimulator (ins) and sometimes falling on the opposite side. An impedance test was performed and high impedances >4000 ohms were measured on one of the electrodes used in the patient's programming. The rep was going to attempt to program around the open electrode. Follow up information indicated no further troubleshooting was performed and the rep had "programmed around the oor." The patient's indication for use was complex regional pain syndrome type ii. If additional information is received, a follow up report will be sent.